Event description:
The patient contacted animas on (B)(6) 2013, alleging elevated blood glucose (bg) of 320 mg/dl without significant symptoms suggestive of hyperglycemia. This reported event does not meet animas¿ criteria of a reportable adverse event. The patient reported having issues with the pump powering off. The patient stated that in order to administer correction boluses for elevated bg, the battery had to be removed and reinserted to reboot the pump. The patient also reported being able to reboot the pump by adjusting the battery cap. The patient denied any damage to the battery cap or battery compartment. The patient stated the battery cap fits securely on the pump. The patient denied any alarms from the pump prior to powering off. The patient reported using an alkaline battery in the pump and confirmed the battery type was set to alkaline battery. The patient reportedly discontinued insulin pump therapy (ipt) and began on an alternate method of insulin delivery. The patient contacted animas in follow up on (B)(6) 2013 and reported that the pump was not malfunctioning as first believed. The patient stated that when a different battery cap was placed on the pump, the pump powered on and maintained power without any interruption. The patient resumed ipt with subject pump with a new cap in place. This complaint is being reported because the pump experienced intermittent power with a defective battery cap in place. The alleged intermittent power issue was resolved when a different battery cap was attached to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/18/2016 with the following findings: a review of the black box showed no power issues. No damage was found to the battery cap and it attached securely to the pump. The pump failed to recognize the cartridge during the load step. Force sensor calibration test was performed and revealed that the sensor did not detect the correct force. Additional testing could not be completed due to the force sensor issue. The pump was opened to find no damage to the force sensor circuit or power circuit. The resistance on the force sensor was measured and was out of specifications. Unrelated to the original compliant, the battery compartment was cracked above and below the bumper pad. Additionally, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).